Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer reported problem that the cogwheel is missing some internal filling, so rotation control is impossible. Failure analysis noted that the endoscope was missing the attached endoscope adapter (aea) retaining ring or screw. Additionally, desiccant container damage or loose desiccant balls, discoloration of housing, moisture on inside housing or tip window, severe damage found on cable jacket, strain relief on ic housing, and a transmittance test failure. A review of the instrument log for the 0-degree endoscope plus (part#: 470056-05/serial#: (B)(4)) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 1775 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported because the xi endoscope was found with a missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when the 0-degree endoscope plus was inserted and attached to the arm, the endoscope exhibited poor mobility and rotation which was detected from the surgeon side console. It was noted that the cogwheel (inside housing) was missing some internal filling. A backup endoscope was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.